Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the cause of the event was attributed to resetting the backup battery. The yellow wrench alarms resolved after setting the controller clock to the correct date and time.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: full battery depletion. A pump stop event, as well as associated alarms, were confirmed through the analysis of the submitted log file. Although a specific cause for this event could not be conclusively determined through this evaluation, the event appeared consistent with full battery depletion. The account submitted a log file for review. Analysis of the submitted log file revealed yellow wrench alarms, including controller not set alarms, were captured throughout the entirety of the log file. Multiple low voltage advisories and hazards were also captured throughout the log file due to the patient running their batteries below the low voltage threshold. No external power events were also captured associated with low voltage events. The system continued operation on the backup battery until appropriate power sources were reconnected as intended, and support was not interrupted as a result of these events. Towards the end of the log file, a no external power and a pump stop event, as well as associated alarms, were captured due to battery depletion and the backup battery being uninstalled. The backup battery was reinstalled and the pump ramped back up to speed. Also, 70 pi events were captured throughout the log file. Prior to and following the pump stop, the pump remained above the low-speed limit and appeared to be functioning as intended. The patient remains ongoing on (B)(6) and no additional complaints have been reported at this time. The heartmate ii patient handbook¿s alarms and troubleshooting section provides information on all system alarms, including no external power and low battery power alarms, and the actions associated to resolve the alarms. The heartmate ii patient handbook also provides information on all system alarms and the actions associated to resolve the alarms. A section on handling emergencies is also provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 21mar2016. Although the reported event information did not indicate a specific device-related hazard, the current heartmate ii lvas IFU lists the adverse events that may be associated with the use of the heartmate ii left ventricular assist system in section 1, ¿introduction¿. The heartmate ii lvas IFU contains a section on alarms and troubleshooting which provides information on all system alarms, including no external power and low battery power alarms, and the actions associated to resolve the alarms. The heartmate ii patient handbook also provides information on all system alarms and the actions associated to resolve the alarms. A section on handling emergencies is also provided. The sleeping section of the heartmate ii patient handbook explains that heartmate ii patients must be attached to the power module during sleep or any time when sleep is likely. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the a low alarm was noted and the patient had his backup controller replaced. The emergency backup battery was reset. The log file analysis captured yellow wrench alarms throughout the history. These are the result of the controller clock being reset. In addition, the log noted multiple low power advisories/hazards due to normal battery depletion. There appears to have been an incident where the battery drained completely causing the pump to stop. It looks like it ramped back up to speed within 5 seconds. The low flow alarm that was noted in the log occurred during the pump restart.